Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 6 march 2020: lot 140758: (B)(4) items manufactured and released on 28-apr-2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar events reported. Clinical evaluation performed by medical affairs director 5 years after primary cementless tha the stem is revised due to mobilization. The low-quality images show an osteolytic region in zone 6 of unknown origin. No comments were made to the status of the acetabular insert. Some signs of radiographic loosening are laso visible in the proximal region of the femur. The main cause for this loosening cannot be determined with the information at hand.

Event description:
Loosening of an amistem-h 5 years after the primary surgery. The surgeon revised the stem liner and head.